Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was not tolerating chest closure. After leaving the operating room, it was noted that the patient was put on extracorporeal membrane oxygenation (ECMO) support. It was later communicated that the chest was closed on (B)(6) 2023 and the patient was taken off of ECMO. Low flow alarms were reported during this event. The patient reportedly had acute kidney injury (aki) and was on continuous renal replacement therapy (crrt). The patient was off of sedation but not yet following commands.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's chest was originally unable to be closed due to right ventricular failure, and that flows were dropping to 1.0 liter. The patient experienced post operative mediastinal bleeding which required multiple blood products. The patient was slowly weaned off of veno-venous extracorporeal membrane oxygenation successfully. The patient continued to deteriorate with hypoxia. A computed tomography (CT) scan of the patient's head on (B)(6) 2023 revealed a significant right sided mca stroke (frontal lobe) with left sided hemiparesis. On (B)(6) 2023, the patient underwent tracheostomy placement. After a discussion of care the patient was placed on palliative care on (B)(6) 2023. The patient was made dnr (do not resuscitate). On (B)(6) 2023 the ventricular assist device was disconnected, the patient was taken off of the ventilator, and the patient passed away. The patient's death was not thought to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review and a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. Heartmate 3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, multiple types of organ failure and dysfunction (right heart failure, renal failure, respiratory failure), stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. This section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.